Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available. Additional information indicated that the scs patient underwent an explant procedure as part of an elective replacement as patient is of advanced age and was unable to keep up with charging the implantable pulse generator (ipg). Therefore, it was decided that a non rechargeable device would be more suitable. The patient is doing well postoperatively. In accordance with facility policy, the explanted device was discarded and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.